Manufacturer narrative:
H3 other text : device evaluated by third party.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device was blowing hard and blowing off patient face while the pressure was set at 10. There was no allegation of serious or permanent harm or injury. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Technical findings observed top enclosure power button was loose and replaced. Evaluation could not confirm the allegation of blowing hard and blowing off. E-30 error code (err_motor_spinup_flux_high) was observed in log and corrected. Operating software was upgraded, and device passed final test.